Event description:
The customer reported to olympus, the hd autoclavable camera head did not have picture during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the issue regarding ¿no picture¿ was confirmed and was noted to be due to a defective charged coupled device (ccd). In addition, normal cosmetic wear and tear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charge-coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.